Event description:
Related manufacturer report number: 2017865-2024-69064. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right-atrial (ra) exhibited p-wave amplitude variation and the right-ventricular (rv) lead exhibited r-wave amplitude variation. No intervention was performed. There were no patient consequences, and the patient was stable.